Event description:
It was reported that the left hand side rail bottom bracket closest to the locking mechanism had sheared off the frame. No patient involvement or adverse consequences were reported.